Event description:
The issue occurred during preparation for use for an unknown therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint light source had no power and it won't turn on was not confirmed. Based on the results of the investigation, the presumed cause for both the events could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had no power and it won't turn on. The issue occurred during an unknown therapeutic procedure. There were no reports of patient injury or harm.